Event description:
It was reported that this right atrial (ra) lead was part of the system of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted.